Event description:
The customer reported that the m540 disconnected from the c700 during a colonoscopy and gi procedure at the time of malfunction. The m540 had been swapped out right away with one that established connection to the c500, and confirmed no delay in patient care. There was no report of an adverse patient impact or death.

Manufacturer narrative:
It was reported that an m540 and c700 disconnected during a colonoscopy. There was no report of adverse patient impact and no delay in patient care. The m540 had been swapped out right away with one that established a connection. The device logs were analyzed, and it was found that the logs from the date of the event were overwritten, therefore unavailable for evaluation. It was recommended to the customer that the firmware be upgraded from fw4.2 to fw4.4. To date, there has been no further service request from the customer. A root cause cannot be determined based on the available information.

Event description:
The customer reported that the m540 disconnected from the c700 during a colonoscopy and gi procedure at the time of malfunction. The m540 had been swapped out right away with one that established connection to the c500, and confirmed no delay in patient care. There was no report of an adverse patient impact or death.